Event description:
It was reported while a patient was in the hospital being treated for diabetic ketoacidosis (dka) they had applied a new pod. Upon wearing the pod for 20 minutes the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports upon removal of the pod the cannula was found to be bent. As treatment, the patient was treated with insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.